Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported turns off by self, which was reproduced during evaluation. A review of the event history log identified turns off by self as improper shutdown messages. The cause was determined to be a depressed contact pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned on and off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.